Event description:
Bioglue applied to seal dura following spinal revision procedure (not an approved indication in the u.s.) In a pt with a history of multiple spine surgeries, foreign body reactions, and recurring infections of surgical site. The pt reportedly experienced clear drainage from surgical site several times during the months after surgery. The pt underwent reoperation and a small cyst-like mass surronding an alleged mass of bioglue was reportedly removed. The dura was intact and the pt was discharged with no additional complications. The surgeon indicated that the pt developed a foreign body response to the bioglue and that the bacteria in the body were drawn to the site, causing recurring infections. The surgeon also indicated that he would not have used bioglue if he had been aware of the resorption time.